Manufacturer narrative:
Additional info will be provided once the investigation is completed.

Event description:
It was reported that when the anchor was being inserted into the bone, the anchor broke where the driver inserts into the anchor.